Event description:
While in use on pt, the lifeband was retracting and a loud pop was heard. The autopulse showed "system error". Manual CPR was started. Pt expired, but was not due to autopulse failure. Customer said that pt was already in full arrest.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.